Event description:
The olympus asset loaner high frequency electro surgical generator unit was returned to olympus. There was no defect or malfunction associated with the unit. Upon inspecting and testing, an e433 error occurred due to a defective generator board. This report is being submitted to capture the e433 error that was found during the service inspection. No death, injury or harm was reported.

Manufacturer narrative:
The service inspection identified an e433 and e172 error codes which occurred. The e433 error was isolated to a defective generator board. The e172 error is increased transfer resistance through burnt contacts on socket of lvps board and connection cable.a software update to the lates version is recommended. The legal manufacturer (oste) performed a review of the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The device was sold on may 3, 2018. The root cause of the reported e433 error could not be conclusively determined. However, the error e433 is a known issue and is triggered by the safety system of the esg-400 that is communicated visually and acoustically and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: - the user activates the foot switch while the generator is booting (temporary error caused by user action). - faulty foot switch (temporary error). - faulty foot switch (temporary error, faulty reed contact). - defective cable connection between hvps board and generator board (temporary or permanent error). - defective hvps board (permanent error). - defective generator board (permanent error). - defective motherboard (permanent error). - defective relay (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. Also, in the case of permanent error patterns, it can be assumed that only one component is faulty. Kindly note that multiple failures are rare. However, in case of uncertainty, suspected components should be tested in a test unit. In general, the customer is required to check the function of all devices used prior to a procedure. As stated on the IFU (instructions for use manual) and as a preventative measure, the IFU states a suitable replacement device must be provided during an application. Olympus will continue to monitor complaints for this device.